Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed that it was intermittently failing the start up test, and also found error 13 in the diagnostic fault logs. To resolve the issue, the stm replaced the front end board as per instruction manual and performed all of chapter 4 as per manufacturer requirement. The iabp passed all calibration and function tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a booting up issue. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.